Manufacturer narrative:
The user reported receiving glucose suspend alerts. The returned sensor underwent in-house testing, which revealed optical instability across all four channels, a finding that was further supported by a review of dms data. Analysis indicated that the glucose send alerts were triggered when all channels dropped below the threshold. Subsequent microscopic visual inspection confirmed delamination of sensor internal components and filter corrosion, which likely contributed to the observed optical instability. The user was offered a sensor replacement as part of resolution.

Event description:
On february 16, 2026, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.